Event description:
It was reported that pump touchscreen was often unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, no additional troubleshooting was performed, and no additional information was received regarding the outcome of the event.